Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device broke during use on a patient. Some pieces fell into patients cavity but retrieved. They opened a new like device to complete the procedure. There was no patient injury.